Manufacturer narrative:
Qc prior to and after the event was within the lab's established ranges. Service has been initiated to verify instrument performance.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high sodium (na), potassium (k) and chloride (cl) results for one patient sample generated by the unicel dxc 600 pro synchron clinical system. The erroneous results were not reported outside of the laboratory. The instrument performed an automatic critical rerun with lower results. The sample was rerun on an alternate instrument which confirmed the lower results. There was no affect to patient treatment with regard to this event.